Event description:
It was reported while removing a patient from the ambulance, the crew was allegedly unable to get the legs to release and go down and the safety bail allegedly did not catch the hook. The stretcher allegedly came out of the back of the ambulance and dropped to the bumper. It was reported an emt allegedly strained his back during the incident. The emt did seek medical treatment. The patient was unconscious at the time and could not confirm any injury; however, the crew evaluated the patient and reported no injuries were apparent at the time. The patient remained secured to the stretcher during the incident.

Manufacturer narrative:
The device was returned to the manufacturer and was evaluated by members of the quality team as well as the product manager and sustainment operation leader. A visual and functional test was conducted, with and without weight, and the alleged incident could not be duplicated and confirmed. Aside from a noted loose screw on the safety bail release handle, the device was operating within the manufacturer specifications. The unit will be cleaned and boxed for return to the customer. No further follow up details on the patient have been provided to date.